Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. Inflation device: encore. Gw: radifocus, cruise, treasure. Bc: bandicoot 4.0/40mm, 6.0/40mm. Sheath: parent 6f. Stent: smart control 6/80mm, 7/100mm.

Manufacturer narrative:
The report received from the affiliate states that the smart control sds was removed from the patient and the distal tip was confirmed to be frayed. When the smart control sds was being delivered to the target lesion, the tip became caught inside the sheath. Nevertheless, the physician managed to deliver the sds to the target lesion. The physician tried to deploy the stent, but the turning dial could not be rotated and the sliding lever could not be pulled back and so the stent was unable to be deployed. Therefore, the sds was removed from the patient and then the distal tip was confirmed to be frayed. Analysis of the returned product did not confirm the reported frayed tip. The target lesion was the right iliac artery and right superficial femoral artery having heavy calcification and a stenosis of 90%. One non-sterile pkg smart control, iliac 6x100ml was received coiled inside two plastic bags. The unit was deployed, the locking pin and stent were not received. The tuning dial was received damaged. Three kinks were detected at 5.7 cm and 6.4 cm from ID band and 10.5 cm from tip distal. Blood residues could be observed. No other anomalies were found. The outer diameter (od) of the outer sheath was measured at different distances and found within specification. Analysis for the 'slide deployment lever' and 'rotation tuning' could not be performed due to the received condition of the unit (the sr description indicates that the tuning dial broke when the physician was checking it after the procedure). Functional analysis for the 'resistance/friction-outer sheath' was performed. The unit was introduced through 6 fr cordis catheter sheath introducer and no friction/resistance was felt. During analysis it was observed the brite tip was not damaged 'frayed/split/torn-in patient.' A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The causes of the 'kink' and 'tuning dial damaged' condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issues. Handling and procedural factors could be contributed to this condition. The reported 'rotation difficulty' and 'sliding difficulty' by the customer could not be confirmed; since the functional analysis could not be performed due to the received condition of the unit. The exact cause of the failure could not determine. Neither the DHR review nor the product analysis suggests that the failure is related to the manufacturing process. Therefore no actions will be taken. The reported 'frayed/split/torn-in patient' by the customer could not be confirmed; since no anomalies were found during microscopic analysis. The exact cause of the failure could not be determined. Neither the DHR review nor the product analysis suggests that the failure is related to the manufacturing process. Therefore no actions will be taken. The reported 'resistance/friction-outer sheath' by the customer could not be confirmed; since no anomalies were found during functional and dimensional analyses. The exact cause of the failure could not determine. Neither the DHR review nor the product analysis suggests that the failure is related to the manufacturing process. Therefore no actions will be taken. As analysis of the returned product did not confirm the reported frayed tip and with the information available it is not possible to draw a clinical conclusion between the device and the event.

Event description:
The report received from the affiliate states that the smart control was removed from the patient and then the distal tip was confirmed to be frayed. The patient was a male but his age was unknown. The target lesion was right iliac artery and right superficial femoral artery. Heavy calcification and the rate of stenosis was 90%. The vessel tortuosity was unknown. The products were properly inspected and prepped and no anomalies were noted. Contralateral approach was chosen for the procedure. A gw (treasure) crossed the target lesion through a sheath (parent: 6f) and pre-dilation was conducted with a bc (bandicoot: 4.0/40mm). When smart control (complaint product) was being delivered to the target lesion, the tip of the smart control was caught inside the sheath. Nevertheless, the physician managed to deliver the smart control to the target lesion. Then, the physician tried to deploy the stent, but the turning dial could not be dialed and the sliding lever could not be pulled back and so the stent would not be deployed. Therefore, the smart control was removed from the patient and then the distal tip was confirmed to be frayed. Afterwards, a smart control (c06080m) was deployed in the superficial femoral artery and a smart control (c07100s) was deployed in the iliac artery. The procedure was completed without any other problems. There was no adverse event and the patient is in stable condition. The turning dial broke when the physician was checking it after the procedure.